Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited an insulation anomaly. The lead was explanted. Following the procedure, the patient was in good condition.